Manufacturer narrative:
The technician found the bolts holding the casters to the base frame were loose. The technician tightened the bolts to repair the bed.

Event description:
The technician indicated the brake will not stay engaged. The brake pedal is popping out of brake.